Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set and cartridge multiple times. The customer's blood glucose (bg) level was high with a small level of ketones and an insulin injection was used to address the bg level. A system check was performed using the current supplies on the pump. The cartridge and infusion tubing were found to be functioning as expected. It was thought that the current infusion set site was a possible cause; however, the customer indicated that the 3 cannulas that were changed out were not compromised and the customer declined to change the site again. The customer declined to complete the troubleshooting with tandem technical support.